Manufacturer narrative:
After numerous attempts of contacting the customer to retrieve the product, it has not been returned. With that, no further analysis or investigation could be performed. Investigation complete. (B)(4). Customer did not return the product.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e372 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e372 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak and alarm #45: red blood cell pump alarm. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). Device not returned.

Event description:
Customer called to report a blood leak at the return pressure dome and an alarm #45: red blood cell pump alarm. Customer states she approached the instrument after receiving a red cell pump alarm at 729 ml processed, and then noted the leak. From there the treatment was aborted. Customer states patient was stable, and she set up another instrument to start the patient treatment. Upon kit removal, customer noted the return membrane did not flush with the dome. Customer has declined service at this time but has agreed to return the pressure dome segment for investigation.